Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw damaged. The device was connected to the generator and it was recognized and it passed most testing. The condition of the jaw prevented the proper functionality of the device. It was difficult to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, there was difficulty in closing the jaws. The back hinge appeared separated therefore it would not open and close properly. Another device was used to complete the procedure. There was no patient impact.